Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring at 2008 ohms and a lead safety switch (lss) was triggered. This rv lead remains in service and no adverse patient effects were reported.